Event description:
It was reported that this pacemaker could not be interrogated during a routine in-clinic follow-up, despite multiple attempts using different programmers and wands. Additionally, no magnet response was observed. Technical services (ts) suggested a device replacement. No adverse patient effects were reported. This device remains in service. Additional information was received regarding the event. This included confirmation that the device entered safety mode upon interrogation on july 1st questions were raised about the inability to interrogate the device on june 24th, despite multiple attempts with two different programmers and no response to magnet application. It was suggested that extremely high impedance may have delayed telemetry or caused prolonged resets. This device remains in service by this time. No adverse patient effects were reported.